Event description:
Clinical research organization reported patient's death due to "ndi -j189- pneumonia, unspecified" which was received via a "lexis nexis search." Follow-up with the physician's office and patient's listed contact person did not return any information. Causality of the events remain unknown. Side unspecified. This medwatch is for the right side. See MFR # 9617229-2015-00319 for the left side.